Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required tests. Device exhibits normal characteristics.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not hold a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.